Event description:
Device 3 of 3. Reference MFR report: 1627487-2012-10593, reference MFR report: 1627487-2012-10594. The pt received an scs system which consisted of two leads from the same lot, an ipg and two lead anchors from the same lot. It was reported the leads had migrated and the pt was experiencing rib stimulation. Surgical intervention was planned to resolve the issue. During the procedure, the physician reported there appeared to be an infection. A gram stain was taken and returned gram-positive cocci. The physician elected to explant the entire scs system. The pt is currently being treated with oral antibiotic therapy. No further information is available at this time.

Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed for the complaint of infection as these issues cannot be confirmed via laboratory testing. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.